Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 10/14/2025. An investigation was conducted on 10/14/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The knob of the power supply was not observed on the returned power supply. An electrical evaluation was conducted. An electrical evaluation was conducted. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. Based on the returned condition of the device as well as the evaluation results, the reported failure " electrical problem" was confirmed as well as the analyzed failure "missing component" was observed. The complaint was confirmed by verifying the power supply "no load voltage" and "low & high current" outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply, mcv00030545 rev b. The vasoview hemopro power supply operating ranges and tolerances are as follows: no load voltage output: 5.5 vdc +/- 0.05 vdc. Low current output: 4.0 amps dc +/- 0.05 amps dc. High current output: 6.0 amps dc +/- 0.05 amps dc. The complaint vasoview hemopro power supply was tested using a fluke multimeter model 8846a (bmram ID# 14287) and the complaint lab's hemopro power supply test box, mcv00010390. The test results were as follows: unit leds flickering, indicating a likely ac-dc converter failure. Conclusion: as a result of the complaint vasoview hemopro power supply passing all three output tests, the reported failure mode "electrical/electronic property problem" was confirmed. Sc 19-nov-2025 an investigation was conducted at the supplier. The ups¿s power output is unstable. Ups can be powered on but becomes non-functional when the hemopro tool is activated. Investigation of the boards found no issue with either the analog (prt0402) or digital (prt0403) boards. Output voltage originating from the internal power supply board (prt0108) was able to meet the 5.5 vdc specification when powered on but dropped below the specification when the hemopro tool was activated causing the device to be non-functional during use. Inspection of the ips, showed no obvious signs of damage or missing components. There is no root cause on the specific nature of the problem with the ips. Ips boards are designed by bear power supplies and require further investigation from them in order to identify the specific failure and cause. The reported device is an OEM device. The certificate of conformance was reviewed for the serial #(B)(6). The vendor certifies that this device serial # conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply would not operate properly. When turned on, the power indicator light was flickering and when the hemopro2 device was connected and activated, the power supply made a strange noise and did not provide power to the cautery device. They tried swapping out power cords, and the hp2 evh power cable but with no success. No harm was caused to the patient, the power supply failed to operate prior to branch cauterization. No significant delay in case time as a 2nd power supply was close by and the staff switched over to the back up unit. Power setting at 3.